Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: infection, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with an unspecified mentor textured implant in 2003, suffered right breast infection and capsular contracture; baker grade unknown, post-operatively. The infection developed shortly after the implantation and a month after, the patient's doctor cleaned it out. In addition, the patient underwent implant explantation on (B)(6) 2003.